Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with occlusion was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be an out of calibration upstream occlusion sensor. The upstream occlusion sensor was recalibrated to correct this condition. Additional information: should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with an occlusion. It is unknown when this event occurred but was reported to have occurred in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.